Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the phaco tip broke during the procedure. The product was replaced. There was no patient injury.

Manufacturer narrative:
A review of the device history records traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there were no additional complaints associated with the lot for the reported issue. No phaco tip sample was returned for evaluation; therefore, the condition of the product could not be verified. A photo of the phaco tip was received for evaluation. The photo shows a broken phaco tip at the second bend back from the bevel. The phaco tip complaint for a broken tip is confirmed based on the photo provided with the complaint. Because a phaco tip sample was not returned by the customer and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for customer complaint issue cannot be determined. No specific action with regard to this complaint was taken by the manufacturing facility because the reason for the complaint issue cannot be determined from this evaluation. Phaco tips are 100% visually inspected by trained operators during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).